Event description:
The complaint received states that during the intervention there was migration of the coil and downstream thrombosis. As per a literature article (janjua, n. Et al., april 2014. Salvage of distal non-target coil embolization with stent placement and intravenous eptifibatide in a ruptured, unsecured, atypical aneurysm, j neurointervent surg, 6:e21. Doi:10.1136) a patient experienced downstream coil migration of a 1.5mm x 1cm cerecyte codman coil during coil embolization of a ruptured anterior communicating artery. The patient had presented with subarachnoid hemorrhage and hydrocephalus. A 1.6 ¿ 1.89 mm aneurysm was noted from the anterior communicating ¿ a2 junction. An excelsior sl-10 microcatheter placed within the aneurysm led to flow arrest, so subsequent coil embolization was guided by prior guide catheter angiography. It was reported that the cerecyte coil was advanced through the microcatheter and detached in a standard fashion. On microcatheter removal, the detached coil migrated distally through the anterior cerebral artery (aca) system, lodging in the callosomarginal artery. Attempts to retrieve the coil using a 2mm alligator retrieval device resulted in its migration to the pericallosal artery. Thrombosis from the pericoallosal occurred down through the proximal a2. It was felt that further attempts at retrieval might result in loss of the coil more proximally in the anterior circulation. Through a prowler plus microcatheter, 4.5 x 14mm enterprise stent was advanced to revascularize the artery. Intra-arterial abciximab (10mg) was administered into the proximal a2, which further improved flow. The patient was maintained on eptifibatide until surgical intervention could be performed 2 days later.

Manufacturer narrative:
Event date: unknown. Complaint conclusion:the complaint received states that during the intervention there was migration of the coil and downstream thrombosis. As per a literature article (janjua, n. Et al., april 2014. Salvage of distal non-target coil embolization with stent placement and intravenous eptifibatide in a ruptured, unsecured, atypical aneurysm, j neurointervent surg, 6:e21. Doi:10.1136) a patient experienced downstream coil migration of a 1.5mm x 1cm cerecyte codman coil during coil embolization of a ruptured anterior communicating artery. The patient had presented with subarachnoid hemorrhage and hydrocephalus. A 1.6 ¿ 1.89 mm aneurysm was noted from the anterior communicating ¿ a2 junction. An excelsior sl-10 microcatheter placed within the aneurysm led to flow arrest, so subsequent coil embolization was guided by prior guide catheter angiography. It was reported that the cerecyte coil was advanced through the microcatheter and detached in a standard fashion. On microcatheter removal, the detached coil migrated distally through the anterior cerebral artery (aca) system, lodging in the callosomarginal artery. Attempts to retrieve the coil using a 2mm alligator retrieval device resulted in its migration to the pericallosal artery. Thrombosis from the pericoallosal occurred down through the proximal a2. It was felt that further attempts at retrieval might result in loss of the coil more proximally in the anterior circulation. Through a prowler plus microcatheter, 4.5 x 14mm enterprise stent was advanced to revascularize the artery. Intra-arterial abciximab (10mg) was administered into the proximal a2, which further improved flow. The patient was maintained on eptifibatide until surgical intervention could be performed 2 days later. Approximately 5 days after the procedure, angiography showed no residual aneurysm, and an unchanged patent appearance of the aca. A ventriculoperitoneal shunt was later placed (20 days after sah) and the patient was transferred to a rehabilitation facility. The author of the article discussed that they chose to undersized the coil to avoid intraprocedural rupture; however, a larger coil (1.5mm x 2 cm) may have had greater packing density within the aneurysm and not have migrated out of the sac. No sterile lot number was provided, thus no DHR could be provided. Coil migration and thrombosis are known potential adverse events associated with intracranial coil placement and are listed in the IFU as such. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that patient, target site and procedural issues may have contributed to the reported events.